Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 154 mg/dl. The customer could not recall any significant events leading to the alarm. Customer did not expose their insulin pump to a high magnetic field. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window. Unit received with corroded battery tube. Unit received with cracked case at display window corners and battery tube threads.